Event description:
It was reported that a pta balloon ruptured at 10-12 atm during the second inflation while being used to treat a small focal lesion within a forearm fistula. During removal, the pta balloon became caught at the tip of the sheath and could not be removed. The pta balloon dilatation catheter, the introducer sheath and the guidewire were removed simultaneously from the patient without further incident. No further treatment was performed after the devices were removed. No patient injury.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has yet to be returned to the manufacturer to date.